Manufacturer narrative:
The biomedical engineer (bme) reported that the when they select a bed on the all beds screen all the sectors go black on the central nurse's station (cns). This cns has an issue where it will have spo2 readings that are vastly different from the readings seen at the bedside monitors. This unit also has an issue where they click on patient overview and the tiles in the background will lose all vitals. They also stated that the tiles do not show the patient names as well. They rebooted the cns, but this did not resolve this issue. Nihon kohden technical support (tech support) had them swap the hdds on this cns. This did not resolve this issue. Therefore, they replaced the cns with a spare cns, and the issue was resolved. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitormodel: bsm-6301asn: ni

Event description:
The biomedical engineer (bme) reported that the when they select a bed on the all beds screen all the sectors go black on the central nurse's station (cns). This cns has an issue where it will have spo2 readings that are vastly different from the readings seen at the bedside monitors. This unit also has an issue where they click on patient overview and the tiles in the background will lose all vitals. They also stated that the tiles do not show the patient names as well. They rebooted the cns, but this did not resolve this issue. Nihon kohden technical support (tech support) had them swap the hdds on this cns. This did not resolve this issue. Therefore, they replaced the cns with a spare cns, and the issue was resolved. No patient harm was reported.